Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The lens was exchanged for the same model, different power lens. Post-exchange, the surgeon did not get the correction that he was expecting. In a f/u, the surgeon reported the lens exchange was due to pt's anisometropia. The pt is reported to be "doing well." There are two medical device reports associated with this event. This report is for the initial lens implanted.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. Additional info was requested on 10/06/2009 and 10/12/2009 by phone, fax, and mail. Additional info was received by phone and medical records were received on 10/14/2009. A completed questionaire has not been received. This report was mailed to FDA on: 10/28/2009.